Event description:
The customer reported that there is no display. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was not evaluated by philips. The customer requested multiple part numbers. Philips provided the customer with the multiple parts numbers. There was no request for further action from the customer. Based on the info available, we are unable to determine a cause.